Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for spinal pain. It was reported that an MRI was being conducted because the patient began to experience new symptoms, specifically incontinence, since the stimulator was implanted. They were concerned the leads might be pressing on a nerve and causing incontinence. It was unknown if these symptoms were related to their device or therapy. The hcp also noted that the patient was experiencing spinal stenosis possibly due to their implant surgery or stimulators. It was reported that the patient has had serious complications from the implant surgery. It was reported that the patient has had zero appetite and doesn't want to eat. It was reported that the patient's bladder "doesn't tell [them] when to go to the bathroom." The patient stated that it feels like one of the leads is coming off of the spine and noted that one of the leads is where it is not supposed to be. The patient reported that they can see the lead through the skin. The patient also reported that the battery has "moved 90 degrees." The patient reported feeling burning and that the ins felt warm. It was reported that the patient had an x-ray done on (B)(6) 2018. The doctor wants the patient to have an MRI. No further complications are anticipated.